Event description:
Upon receiving additional information it was determined that the part referenced should not have been reported. The initial report should be voided.

Manufacturer narrative:
This follow-up report is being submitted to correct previously reported information. Upon receiving additional information, it was determined that the part referenced should not have been reported as it was not believed to have contributed to or caused the event. The initial report should be voided.

Event description:
It was reported the patient's knee is unstable due to varus/valgus stress and it appears the axle, yoke, and/or femoral bushings have failed. It is noted the patient is planned to be revised. Attempts to gather additional information are underway but no additional information is available at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs (B)(4) ti oss reinforced yoke lot# unk MDR: 0001825034-2023-00310 (B)(4) ti oss poly tib bushing set lot# unk MDR: 0001825034-2023-00312 (B)(4) ti oss 7cm rt sgmt dstl fmr lot# unk MDR: 0001825034-2023-00340 associated product (B)(4) ti oss 67mm mod tib bsplt lot# unk